Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm tests. The auto off alarm functioned properly and no anomaly was noted. No alarm was noted during the self test and the insulin pump passed the self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he had high blood glucose but not hospitalized. Customer's blood glucose was 397 mg/dl. The customer reported they have a backup plan available. Customer was treated with bolus. After the troubleshooting was done, customer was advised that we would send cot pump. Customer was treated for low blood glucose with maple syrup, glucagon, apple juice. The customer declined to troubleshoot low blood glucose because gastro paresis that he is unable to digest food properly. The customer declined to troubleshoot for auto off. The customer reported via phone call indicating that the insulin pump alarm a64. Customer's blood glucose was 133 mg/dl. The customer was assisted in performing a self-test and result is a64. The customer was advised that the device would be replaced.